Event description:
Dealer states: cable was frayed. In speaking with reporter of the event it was learned the event resulted in the user becoming stranded. The user is utilizing a loaner at this time while her chair is undergoing repair. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190, rev.k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The incident occurred while the user was in class and she was stranded at the college and was assisted by the dealer.